Event description:
On (B)(6): covidien (B)(4) service engineer (se) reports via e-mail: the hospital called me because the injector fell down. The arm of the ceiling suspension broke. There was no pt or staff harm.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.